Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-3600d serial/batch number (B)(6) was received for investigation. Functional testing found that the drill is stuck inside the drill guide. Upon visual evaluation, it was noted that the drill guide shaft is slightly bent. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
It was reported that during a lateral ligament elbow restoration surgery the drill was stuck in the target instrument. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.